Event description:
It was reported that patient received inappropriate therapy. The pace/sense portion of the right ventricular lead and left ventricular lead were prophylactically switched in the device header. The left ventricular lead was oversensing and the high voltage portion of right ventricular lead delivered the shock. The device was reprogrammed to turn detections off. The leads were later placed into their respective ports and remain implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as five lead failure predictor high rate non sustained episodes at <= 217 ms average v-cycle occurred on 21-jul-2012 in the timeframe between 01:51:29 and 15:02:49. Interference/noise was noted as ventricular short interval count was 21.1 counts avg/day, in 1.13 days, between 20-jul-2012 16:32:07 and 21-jul-2012 19:46:22.